Event description:
Manufacturer report number: 2017865-2023-17673, manufacturer report number: 2017865-2023-17674. It was reported that the patient presented for a device system extraction due to infection. The implantable cardiac defibrillator (ICD), right ventricular lead and left ventricular lead were explanted. The patient was in stable condition.